Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with vancomycin (1 gm, every 5th day and intraperitoneally, ip) and fortum (1 gm with 1 bag daily, and ip) for peritonitis. At the time of the report, antibiotic therapy was ongoing, the peritonitis was resolving, and the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.